Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Appearance and cannula pull force were inspected for 7pcs retention parts, all results passed. H3 other text : see h.10.

Event description:
It was reported that at least one relion 4mm pen needle experienced a case of the cannula breaking off, and leakage. The following information was provided by the initial reporter: consumer reported when injecting the needle comes off pen. Insulin squirts out on top of skin. Not all injection but good amount from the box.

Event description:
It was reported that at least one relion 4mm pen needle experienced a case of the cannula breaking off, and leakage. The following information was provided by the initial reporter: consumer reported when injecting the needle comes off pen. Insulin squirts out on top of skin. Not all injection but good amount from the box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.